Event description:
It was reported to philips that the system was not producing exposure. The system was in clinical use at the time of the reported event. No harm occurred to the patient. A philips field service engineer (fse) inspected the system onsite and replaced the anode drive unit of the certeray which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfile found errors related to adu. Upon troubleshooting actions, fse identified that the adu was defective. Fse replaced the adu (anode drive unit). After replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.